Event description:
It was reported that the programmer had a broken screen and that it would not start up. It was further requested that it receive general cosmetic updates including a new case. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer would not power up. It was also noted that the top hinges were broken, antenna wires were damaged, the overlay and bezel were broken, the handle cover was cracked, the lower case feet were worn and the fan was dusty. (B)(4).